Manufacturer narrative:
It was reported the device was explanted on (B)(6) 2021. The patient was reimplanted with a new device on the same date. This report is submitted on july 22, 2021.

Manufacturer narrative:
Device analysis has indicated device failure. Device analysis report attached.

Manufacturer narrative:
This report is submitted on may 28, 2019.

Event description:
Per the clinic, the patient experienced severe pain with and without sound stimulation. The implanted magnet was removed on (B)(6) 2019. The implant (except for the magnet) remains in-situ. A magnet has not been replaced as of this report, may 28, 2019.